Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. In this case, the customer was not willing to provide any further information on this event. No details regarding what issue warranted the intervention or what comorbidities the patient had were provided. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from brazil, a patient with a 7300tfx31 valve implanted in mitral position underwent a valve-in-valve intervention after an unknown implant duration due to unknown reasons. A transcatheter valve was implanted within the edwards surgical valve. The procedure ended without complications.